Event description:
Caller tested 2.6 inr on the coaguchek xs system while a comparison lab returned as 1.96 inr. No treatment information provided. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B) (6).